Event description:
Reportedly, a connection issue occurred at implant: no click sound was heard when screwing the ventricular lead even after different attempts. However, tight connection with lead was confirmed. Because no click sound was heard, the physician decided not to implant the pacemaker which was returned for analysis. Another pacemaker was implanted without anomaly.

Manufacturer narrative:
Conclusion: the connection issue met by the user during the implantation attempt at the ventricular level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted.